Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to evaluate the au5800 clinical chemistry analyzer. The fse inspected the analyzer and noticed air in degasser unit on clot sensor. The fse determined the failure mode was faulty degasser. The replaced the degasser unit which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported erroneous low patient result generated for ise (ion selective electrolyte) which includes na (sodium), k (potassium), and cl (chloride) and quality control issues on unit 1 on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics.